Manufacturer narrative:
A ge svc rep performed an on site investigation. A power supply and switch were replaced. The sys was then found to be operating as intended.

Event description:
The customer reported the sys locked up. No report of pt injury.